Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by abdominal pain and cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with ceftazidime and vancomycin (dose, route and frequency not reported). The patient was hospitalized for four days before being discharged from the hospital. One month and nine days after the onset of peritonitis, the patient was readmitted to the hospital for the recurrent peritonitis manifested by abdominal pain and cloudy peritoneal effluent. The cause of the peritonitis was unknown. On an unreported date, the nurse retrained the patient on the proper aseptic techniques. The patient was hospitalized for four days before being discharged. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers gd894170 and gd894295 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).